Manufacturer narrative:
(B)(4). The device has been received and the evaluation is complete. Review of the event logs was performed with nothing noted related to the rite failure. An external/internal inspection was performed with no issues noted. Further inspection revealed that piston foam was deteriorated, and the piston was cracked. The direct cause of therapy monitor volume failed performance specification was determined to be cracked piston /deteriorated foam. The piston and piston foam were scrapped. Device was sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.